Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: it took more than thirty minutes to cut and avulse the tissue. The device was slippery on tissue. Another device was used to complete the case. No patient information available.